Event description:
It was reported that there was high pacing impedance on the right ventricular (rv) lead. The sense polarity programmed bipolar created noise and oversensing on the electrogram. Threshold measurement could not be obtained. The lead has a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in that field action. Based on the information received and without the return of the product, it could not determine this lead performed as described in the field action. Concomitant products: a d224trk implantable cardioverter defibrillator: 2011; a 4195 implantable pacing lead: (B)(6) 2011; a 3830 implantable pacing lead, (B)(6) 2011 (B)(4).